Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 257 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as sick like the flu at 300 mg/dl and 400 mg/dl. Customer was treated with bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap was normal. Customer did not allege insulin pump was under delivering. Customer troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.